Event description:
It was reported that pump was dropped and display only showed red and green lines, which prevented customer from reading screen or interacting with pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.